Event description:
On (B)(6) 2010, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 6:14pm. It is not known whether the patient was taking any diabetes medications or made any changes to her diabetes management routine due to the alleged issue. The reporter was not able to specify whether the patient was experiencing any diabetic symptoms at the time of the alleged issue. On (B)(6) 2010 at 5:45pm, the reporter stated emergency medical service (ems) was contacted; however when they arrived the patient did not receive any type of medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, the power button does not turn on when pressed, and needed no battery replacements. The alleged issue was not resolve since the patient did not have test strips available to power the meter on per the owner's manual. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.